Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lamitrode, model: 3244, UDI: (B)(4), serial: n/a, batch: a12030.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken, and the lead was explanted and replaced. Effective therapy restored. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Correction: implant date is unknown.